Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital after not feeling well. Interrogation of their system revealed the pacemaker was not capturing at all in the right atrial (ra) channel. A reset of the device memory was also noted. Surgical intervention was performed and the device was explanted and replaced. The ra lead remains implanted and in service. No additional adverse patient effects were reported.